Event description:
1st stage revision of aequalis reversed ii humerus/ glenoid due to long standing infection, acquired 18 months post index surgery. Surgeon said it was not product fault. Cause of infection not related to product. Simply notifying that these prosthesis were explanted. Nature of infection and bug unknown.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
1st stage revision of aequalis reversed ii humerus/ glenoid due to long standing infection, acquired 18 months post index surgery. Surgeon said it was not product fault. Cause of infection not related to product. Simply notifying that these prosthesis were explanted. Nature of infection and bug unknown.